Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure using an indigo system cat rx kit, the physician found the proximal end of the indigo system catrx aspiration catheter (catrx) to be kinked upon removal from the packaging on the back table. The damage to the catrx was found prior to use; therefore, it was not used in the procedure. The procedure was completed using a new catrx.